Event description:
Caller reported that insulin gauge displayed an amount different than expected, with no reading occurring during cartridge loading. There was no adverse impact to the customer's blood glucose level. Caller declined to load a new cartridge but agreed to reload the original one, successfully resuming insulin delivery without further action needed.